Event description:
It was reported that the catheter tip detached, the target lesion was located in the mildly tortuous popliteal and superficial femoral artery. When a pedal access was obtained a 90cm rubicon 18 catheter-guide was inserted. During the procedure, when the patient moved his feet slightly, the tip of the catheter got kinked and snapped in half. Fluoroscopy was reviewed to ensure the detached tip did not obstruct the vessel. After confirming that the vessel was not obstructed, the physician proceeded with the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically inspected for damage. The devices shaft showed damage in the form of bends and kinks located on the distal end of shaft. A separation located approximately 3cm from the tip. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The device was confirmed for bends and a separation of the shaft.

Event description:
It was reported that the catheter tip detached. The target lesion was located in the mildly tortuous popliteal and superficial femoral artery. When a pedal access was obtained a 90cm rubicon 18 catheter-guide was inserted. During the procedure, when the patient moved his feet slightly, the tip of the catheter got kinked and snapped in half. Fluoroscopy was reviewed to ensure the detached tip did not obstruct the vessel. After confirming that the vessel was not obstructed, the physician proceeded with the procedure. No patient complications were reported.